Event description:
It was reported that intra-operatively, the device overheats and becomes too hot to handle. The surgeon tried different medical devices on the power supply box, and they did not overheat. This led the user to believe the issue is with the handpiece and cable on this set. There was no patient impact.

Manufacturer narrative:
H3:product analysis found that it is not possible to confirm the customer complaint. The unlock/off lock ring does not turn and the burr cannot be locked. This makes performing an incoming temperature test impossible. Additionally, the laser markings were faded. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845000, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: product analysis found that the customer complaint of overheating has not been confirmed. The indigo arrived in good condition, and no anomalies have been found. H4: device manufacture date: 23.01.2019 h6: fdm-b01, fdr-c19, fdc- d14 and img-g04063 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: h3:the pre-repair temperature of the drill was not addressed in the initial report. The pre-repair temperature reading of the handpiece after 1 minute was 74°f at t1 and 75°f at t2, which were within specifications. Based on these temperature readings, it has been determined that this event does not meet the criteria for regulatory reporting. The recorded temperature was below 118°f, which is within the acceptable range and, therefore, not reportable. H6: previously applied fdc d14 code has been corrected to d20. Additional review of the event received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.